Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the investigation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - breach in aseptic technique was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. A follow-up MDR will be submitted if any additional information is received.

Event description:
The customer contacted baxter's service center regarding a use error, which occurred on the homechoice (hc) after use. The home patient (hp) stated that the transfer set was not closed when she disconnected. The hp stated that they capped the line then closed the transfer set. The technical service representative (tsr) advised the hp to notify their peritoneal dialysis registered nurse (rn) of possible exposure. The hp stated they would notify the peritoneal dialysis rn. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the registered nurse on (B)(6) 2012. She stated that she had spoken with the patient about this use error. The patient has been doing well since, and there were no adverse effects reported in relation to this event. The patient was continuing therapy on the homechoice.